Manufacturer narrative:
(B)(4). Report 8040412-2023-00012 is retracted. Additional information provided by the customer indicates no device defect or malfunction.

Event description:
It was reported that nurses are facing issues with catheters 170605. On several occasions significant urine leaks have been observed despite a balloon inflated properly. For several patients, mostly women, with sizes ch 14 and 16.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that nurses are facing issues with catheters 170605. On several occasions significant urine leaks have been observed despite a balloon inflated properly. For several patients, mostly women, with sizes ch 14 and 16.